Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an (audio tone/vibration (no sounds)) issue. It was reported that the pump had no audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the complaint of no sound from the alarm was not duplicated; testing revealed that the audible alarm was within specifications and was functional. Unrelated to the alarm issue, evaluation revealed a faded, discolored display that was difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration. The pump case was removed, and no evidence of moisture contamination or loose electrical components was identified inside pump.